Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and non-calcified arteriovenous fistula shunt of the left hand. A 5.0-40, 80 wanda¿ balloon catheter was advanced to dilate the lesion but was unable to be inflated. The device was removed and found that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).